Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedances on the right ventricular (rv) lead. It was reported that the impedance values increased to values greater than 2000 ohms for three months before decreasing to normal values. Surgical intervention was performed and confirmed a secure connection. The associated rv lead was explanted and replaced without incident. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.